Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the tip cover of the videoscope was burned. The root cause of the tip cover burn could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the tip cover of the videoscope was burned. There were no reports of patient involvement.